Event description:
Boston scientific crm received information that the daughter of this deceased cardiac resynchronization therapy defibrillator (crt-d) pt questioned why her mother's heart had stopped. The daughter alleged that the device did not work right on the date of death, that it shocked both her and the ambulance crew, and that the device didn't "kick in". The pt had reportedly been in hospice care at the time, and the daughter stated that she knew her mother was going to die on the day she died. The physician also reportedly expected that the pt was near death. Of note, the daughter reported that the pt suffered from chronic obstructive pulmonary disease, congestive heart failure, kidney problems, and dementia.

Manufacturer narrative:
The boston scientific crm technical services dept. Discussed how pts with severe heart failure may not always respond to device therapy, and asked whether tachycardia therapy may have been turned off while the pt was in hospice care. The daughter did not think that tachycardia therapy had been turned off, but did mention that her mother may have signed a piece of paper unknowingly, while in hospice care. Technical services advised the daughter to speak with the following physician, if she had further questions. The daughter claimed that the device was discarded by the funeral home prior to cremation, but then commented that she believed the funeral home may have lied to her about the device's status. Additional information indicates that the following physician believes the device was functioning normally. It is unknown whether an autopsy was performed, and to date, this device has not been returned to boston scientific crm. This event will be updated if any additional information is received.